Manufacturer narrative:
Additional information was requested but not yet received.

Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that right ventricular lead exhibited intermittent capture and an unspecified sensing issue of premature ventricular contractions (pvc) episodes. During lead extraction, it was also noted that the lead helix could not be retracted. The lead was explanted and replaced with new lead. Patient condition was stable.

Manufacturer narrative:
The reported events were helix mechanism issue, intermittent loss of capture and oversensing. A complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found over- torqued of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning the helix and cutting the lead, the helix could be retracted and extended by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over- torqued of the inner coil. The reported events of intermittent loss of capture and oversensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x- ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
New information noted that lead exhibited intermittent loss of capture and over-sensing.